Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was reported that the pump was emitting call service alarms when attempting to perform the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings:a review of the pump¿s black box history showed that a call service alarm was recorded. During testing, the pump emitted a call service alarm when attempting to perform the rewind step. Additional performance testing was not able to be completed due to the call service alarm. The pump case and motor assembly was removed from the pump. The motor was tested and was found to be intermittent and easily stalled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.